Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal unknown therapy for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports by same reporter. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2009, the patient experienced bacterial peritonitis manifested by cloudy effluent. On that same date, the patient began remedial therapy cefuroximum (750mg, daily, ip) and was discontinued on (B)(6) 2009. On (B)(6) 2009, the patient began remedial therapy with cefuroximum (500mg, daily, oral). On (B)(6) 2009, remedial therapy was discontinued. On an unreported date, the event of bacterial peritonitis with culture positive for (B)(6) resolved. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for break in aseptic technique was unknown. Action taken with dianeal therapy was not reported. The physician did not consider the event of bacterial peritonitis with culture positive for (B)(6) to be related to dianeal unknown therapy. The physician did not provide an assessment of causality for the event of break in aseptic technique and the relationship with dianeal unknown therapy.